Event description:
It was reported that the customer experienced a pairing failure when attempting to connect a new dexcom g7 sensor to the ilet, after which the agent guided the customer to switch the app setting from g6 back to g7 and restart the sensor, with instruction to wait for warmup or readings. Symptoms included no glucose data displayed on the ilet due to loss of cgm connectivity. Outcomes included temporary interruption of automated insulin dosing based on cgm data until pairing and sensor warmup completed. Investigation included remote troubleshooting and user education focused on cgm selection, pairing workflow, and sensor restart. Investigation of this case revealed a connectivity and configuration issue between the cgm and the ilet that was resolved through correct cgm selection and sensor restart, with no device hardware deficiency identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use-related pairing failure.